Event description:
The practice completed a product return form and stated that the patient had an "corneal abrasion". On (B)(6) 2012, the practice returned the complaint follow-up form stating that there was "corneal abrasion after duette wear, 2 spots superior central." The patient did require medical attention/intervention. The medical intervention was not required to prevent visual impairment or permanent damage to the eye. Dr. (B)(6), od stated that the patient "remains under ophthalmologists care for corneal abrasion, non-healing, possibly dry eye related." The corneal abrasion "occurred at fourth and fifth day of wear." (B)(6) stated "the patient injury (abrasion) may be dry-eye related or due to poor fitting. Not possible to rule out lens defect and since patient received treatment, it is necessary to file MDR."

Manufacturer narrative:
The lenses have been returned to the company. The base curve, and power were found to be within specification of the labeled part number.